Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, and fibrin. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin, intraperitoneally (ip) (dose and frequency unknown) for peritonitis. Ten days after the onset of peritonitis, the patient¿s pd catheter was removed and the patient was placed on hemodialysis (hd). At the time of this report, the patient was recovering from peritonitis. Additional information was not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).